Event description:
On 21-apr-2026, it was reported by a sales representative via (B)(4) that an ar-9831 apollo wand's tip fell off. Noticed during a case with a slight delay to open a new device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.